Event description:
Total knee arthroplasty performed 1996 following a work related incident. (The explantation was performed by a different surgeon than implanting surgeon). Pt has had 2 arthroscopies following total knee arthroplasty - one in 1997 - the second in 1998. Scar tissue was removed at the first artrhroscopy in 1997, and a clip was found loose at the second in 1998. Pt walks with antalgic limp. Foot & ankle had had considerable swelling until 2nd arthroscopy but this has not greatly diminished. X-rays revealed. Polyethylene is loose from possibly oversizing of the femoral component. Options presented - pt desires replacement "for more properly sized component." Surgeon could not determine cause of problem.